Event description:
Pt had bilateral replacement of silicone breast implants with saline filled ones. Pt's symptoms from silicone implants included pain, burning, thick and contracted capsules of the breast.